Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient did not have any serious and/or permanent damage. The patient did not need prolonged hospitalization. The patient did not need to be re-operated to avoid or correct any damage. .

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6- visual inspection: visual inspection of the returned device performed at customer quality confirmed the condition of breakage, which agrees with the reported complaint condition. The screw has broken at the transition from screw neck to the most proximal thread. Only the proximal screw portion (screw head and portion of the screw neck) was returned, the distal screw fragment was not returned. The returned device was manufactured in march 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Document/specification review: no product design issues or discrepancies were observed during this investigation. Dimensional inspection: a dimensional inspection of the diameter adjacent to fracture site was attempted. However due to the tapered geometry at fracture site, a reference dimension was not able to be used for comparison. Material analysis: raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Investigation conclusion: a definitive assignable root cause for the screw breaking during insertion could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 214.840, lot: l802918, manufacturing site: mezzovico, release to warehouse date: (B)(6) 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Manufacturing location: monument, manufacturing date: 17-jan-2018, part number: 214.040.999, 4.6mm screw blank 40mm 04.5 cortex screw w/3.5 hex, lot number: h546415. Component(s) reviewed: part number: 13008, 316lc ri4.58, lot number: h302865. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Additional data-d10: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: ktt. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an unknown procedure, the cortex screw broke when it was inserted through the dynamic hip system (dhs) plate hole with a manual screwdriver, leaving the fragment inside the patient. The head of the screw was removed successfully. There was no surgical delay. Patient outcome was unknown. Concomitant devices reported: dhs 135° 4ho l78 standard barrel sst (part #: 281.140, lot #: unknown, quantity: 1); screwdriver (part #: 314.270, lot #: l466834, quantity: 1). This report is for one (1) 4.5mm cortex screw. This is report 1 of 1 for complaint (B)(4).